Event description:
It was reported that the patient mentioned in passing that she had to stop treatment for three weeks due to skin irritation caused by either the electrodes or the cover patches. She's not sure which is causing the skin irritation. She said it was very itchy, and she had redness. She said it's "almost a hole in her skin." The patient's neurosurgeon asked her to discontinue use until the spots healed. She has healed at this point, and she is wanting to restart the device. The rash started about a month after she received the unit. The patient wears the electrodes on her lower back l3-l5. She changed the electrodes every 3 to 4 days and did not rotate the position on her skin. The patient states she does not have sensitive skin. She applied neosporin to the area. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient mentioned in passing that she had to stop treatment for three weeks due to skin irritation caused by either the electrodes or the cover patches. She's not sure which is causing the skin irritation. She said it was very itchy, and she had redness. She said it's "almost a hole in her skin." The patient's neurosurgeon asked her to discontinue use until the spots healed. She has healed at this point, and she is wanting to restart the device. The rash started about a month after she received the unit. The patient wears the electrodes on her lower back l3-l5. She changed the electrodes every 3 to 4 days and did not rotate the position on her skin. The patient states she does not have sensitive skin. She applied neosporin to the area. It was reported that no further information is available. No additional patient consequences have been reported. The patient did not return 72r electrodes for further evaluation.